Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The firing knobs advanced to the clamp up position, and the articulation lever was in neutral position. The retract knobs were retracted and the reload jaws opened. The reload was unloaded from the instrument without difficulty. The instrument was then successfully loaded with a representative device. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the scrub nurse finished opening and closing operation of jaws without problem. When the surgeon tried to use the device on the fourth firing, the jaws would not open. When checking the cartridge, pre-firing was noted. The product was not used to patient. Another device was used to complete the case.